Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) assisted customer troubleshoot over the phone. The lss was unable to resolve the issue over the phone. A service visit was requested. A field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected ise (ion selective electrode) module and found bubbles in the buffer. The fse determined the failure mode was defective buffer valves. The fse replaced the buffer valves to resolve the issue. No further issues noted after replacing valves. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl) patient result. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.